Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with painful knee, found tibial tray had collapsed into valgus alignment at cement/implant mantle. Osteolysis was noted. Depuy cement used.